Manufacturer narrative:
Customer wanted to know if timing is an issue since she has noticed when strips sit longer, they get more positive. Customer has been advised that timing is critical in this test and they must read the time according to the IFU. Customer has been advised that siemens recommends running controls as stated in multistix 10sg package insert for (B)(4), every new shipment lot, new bottle and every 30 days when questioning results. Customer indicated that they would discuss with physician about controls but she did not think they would order them. Customer did not want to do anything further (no troubleshooting or contact).

Event description:
Customer reported false negative blood result on multistix urine strips. Customer indicated that patient blood result always had been 3+ in the past. There was no report of injury due to this event.